Event description:
My wife was very healthy and on a cruise one week before going to the ER with hours of dancing. A few days later, she had an anaphylactic reaction to cut flowers in a grocery and the emr (electronic medical record) killed her. Once, years ago, she had an o2 bottle which she quit using within hours but the emr said she was bedridden with continuous o2 for years, dying of copd. She had a shoulder replacement in 2013 and had a home nurse twice a day for 2 days, but the emr said she had a full time home nurse since 2013. The emr said she had a heart valve replacement 2 months prior to the ER visit but she never had a heart valve replacement. Her height and weight in the medical records were grossly wrong causing overdose on everything they gave her - her height and weight were shown as (B)(6) but she was only (B)(6). Over the previous 5 years she had gone to the ER 8 times for breathing treatments after primatene mist was taken off the market. Multiple drs refused to give her a rescue inhaler to replace the primatene mist. She had asthma for 55 yrs and always had a prescription rescue inhaler until moving to (B)(6) in 2005. She used primatene mist as a rescue inhaler until 2011 when taken off the market by the epa. The drs in the hospital this time were convinced she was homebound for years with terminal copd. It took them 15 days to kill her still arguing that their medical records were more correct than what I told them. The nurse showed me each time she was taken down the hall, down the slow elevator, down another hall that she was breathing on her own when the drs said that was impossible. They let her run out of blood to the point that an arm artery was pumping clear liquid for 24 hours before they gave her a transfusion through a chest pcc line. She had an advanced directive on file in the hospital that should have prevented the intubation and ventilator to start with. She went from wanting to go dancing that night to being intubated in mins from the allergic reaction to cut flowers in a grocery store. The ER dr called me a liar when I told him the emr was wrong. The state and attorneys only looked at the incorrect emr and refuse to do anything to prevent the emr from killing thousands of people a year. Even her primary care dr that she had been seen for 9 yrs wrote down the height and weight in the emr instead of the petite woman she was. When they finally agreed to remove the ventilator after 13 days in the hospital she lived almost two more days with no medication. She had not been given nutrition in a week. After she died with all of the false info in her record, I checked my prescription record with (B)(6) and discovered they showed that I had medications for problems that did not apply to me. Congestive heart failure, melanoma and others. I corrected those records. Fortunately, I have not been to a hospital to have a record there.